Manufacturer narrative:
(B)(4).

Event description:
It was reported the health care professional had seen fractures occur on the lead. Additional information was requested but was not available as of the date of this report.